Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a radio frequency failed self test alarm and a motor error alarm. Customer's blood glucose was 96 mg/dl. During troubleshooting, device failed the self test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed and no radio frequency communication with the blood glucose meter due to faulty electrical component on the radio frequency board. However, the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm during testing noted and the motor passed motor test. The insulin pump was received with cracked case at the display window corner and minor scratched display window.